Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations replicated/confirmed, the customer reported complaint of clip applier would not clip. No pressure would apply to the clip. The medium-large clip applier instrument was visually inspected, and no physical or cosmetic damaged was noted, on the distal or back end. The instrument was placed and driven on an in-house system. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed and failed. The instrument was not fully functional.

Event description:
It was reported, that during a da vinci-assisted cholecystectomy surgical procedure. The medium-large clip applier instrument would not clip, regardless of the pressure applied to the clip. The procedure was completed with no reported injury.